Event description:
On aug. 17, 2007, at 9:52 am (pst), the lay-user/reporter contacted lifescan on behalf of the lay-user/patient alleging the one touch ultra2 meter is giving inaccurate high readings. The complaint is classified based on the documentation of the customer care advocate (cca). The patient is on an insulin sliding scale based on her meter readings. On the event date, at 10:02 am (unk whether the time reported is pst or cst), the patient reported blood glucose results of "272 mg/dl with a lifescan meter and "233 mg/dl" on another meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30 mg/dl. The patient increased her insulin dose by 1/2 unit of novolog based on the "272 mg/dl" blood glucose reading. She reportedly developed symptoms described as "sweaty and fast heartbeat". After the symptoms developed, a control solution test was run on the meter in question. While the meter in question did not pass the control solution (135 mg/dl control solution result, (94-125) control range), the reporter used another meter (one touch ultra2) with the same lot# but not a new vial, which passed the control solution test. The patient has been using the other one touch ultra2 ever since. During the troubleshooting session, the cca verified that the patient has been using the correct unit of measurement (mg/dl), the meter is reading the right side up, the sample was drawn from the finger, the correct testing technique was used, the punctured area was cleaned correctly, and the meter's memory matches with the reported meter readings. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after she obtained a reportedly inaccurate high reading and increased her insulin accordingly. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.